Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed a hole was noted in the tubing down from patient connector. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was a hole in the disposable set. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow-up call, a home patient's (hp) caregiver reported a leak from the patient line, which occurred during therapy. The hp's caregiver stated a hole was observed on both sides of the patient line. The homechoice did not alarm. The hp's caregiver stated the leak was noticed right away. There was no damage noted to the overpouch. A sharp object is used to open the box of cassettes. The hp's caregiver indicated the cassette involved was not from the top of the box. The hp's caregiver stated they do have a cat in the house, but their son did not see the cat in contact with the line. The sample was taken to the dialysis center and is reported to be available for evaluation. No additional information provided. Product surveillance contacted the peritoneal dialysis (pd) nurse. Per the pd nurse, there was no patient injury or medical intervention associated with this report.